Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The allegation of device malfunction could not be confirmed. Review of the device data logs revealed no system errors or systems faults. The device operated per specifications. No fault was found with the returned device. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a hospitalized patient in the intensive care unit experienced severe hypoxia with desaturation to 80% while receiving ventilation from an astral 150 device. The patient was placed on a back-up ventilator. It was reported the device filter was water soaked. The doctor alleged the device malfunctioned.